Event description:
The pt was hospitalized for hypoglycemia and loss of consciousness.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed surface scratches on the display screen but demonstrated that pump was insulin delivery was operating within required specifications and delivery accuracy.